Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this device were high out of range. No adverse patient effects were reported. The rv lead and this implantable cardioverter defibrillator (ICD) remain in service. Additional information was received indicating the device had reached elective replacement indicator (eri) and was explanted. The lead was also explanted and an subcutaneous implantable cardioverter defibrillator (s-ICD) system implant was planned for a later date. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this device were high out of range. No adverse patient effects were reported. The rv lead and this implantable cardioverter defibrillator (ICD) remain in service. Additional information was received indicating the device had reached elective replacement indicator (eri) and was explanted. The lead was also explanted and an subcutaneous implantable cardioverter defibrillator (s-ICD) system implant was planned for a later date. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this device were high out of range. No adverse patient effects were reported. The rv lead and this implantable cardioverter defibrillator (ICD) remain in service.